Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter and in-house contour next test strips, which gave satisfactory performance.

Event description:
The customer reported that on (B)(6) 2019, he woke up at the middle of the night and performed a blood glucose test with his contour next one meter, which gave a reading of 130 mg/dl. He ate a couple of crackers but felt unwell. Later, his wife found him unconscious in bed. She called the fire department, who gave him intravenous sugar solution. After a while, the customer felt better. The firefighters performed a test with their meter and obtained a reading of 23 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.